Event description:
This pt was diagnosed with liver hemorrhage, resulting in "shock liver", followed by acute renal failure and marked hypotension. Pt received treatment in the intensive care unit on a ventilator. In 2002, the pt's nurse was present in the room when the respiratory therapist made a setting change - a "fio2" (oxygen concentration) change - by pressing the touch/keypad on the ventilator. At that moment, the ventilator malfunctioned: the error-light activated and an alarm sounded and the message on its screen read "safety valve open". The pt was immediately removed from the defective ventilator. The nurse bagged the pt with 100% oxygen while the therapist obtained a new ventilator, which arrived in a matter of mins. The defective ventilator was removed from svc and tagged for inspection by biomed engineering. At no time was the pt placed at risk of harm, nor did pt experience any complications as a result of the event.